Event description:
In 2007, the patient stated that she was not able to get her cartridge into her infusion device. She stated she woke up from a nap and she didn't find the cartridge in the device. She then stated she was having a hard time inserting the device into her body. The patient was not making sense and she tested her blood glucose and it measured 419 mg/dl. She then stated that the cartridge was in the infusion device but the infusion tubing was not attached. The patient stated she would call the paramedics. The company representative then called the paramedics in case the patient was not able to call the paramedics on her own. Many attempts were made to follow up with the patient. The following month, patient's nurse called for assistance in programming the patient's basal rates. The company representative explained to the patient's daughter that the paramedics had been called the night before and the daughter stated that they never arrived. The patient's daughter stated that on the morning of 2007, she spoke with the patient and she stated that something she had eaten made her feel ill. The daughter then attempted to call the patient at 6 pm and did not get an answer. The daughter then "rushed" to the patient's house and found the patient confused and the paramedics were called and the patient was taken to the hospital and admitted with dka. The patient has been disconnected from her infusion device and has been on an i.v. And has been getting insulin injections but her blood glucose is still in the 400-500 mg/dl range. The patient's physician stated this may have been caused by poor diet or a site issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.